Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was attempted to be implanted but not used. The device had oversensing on the atrial channel. The oversensing could be reproduced with isometrics and pocket manipulation. The device was removed from the pocket and inspected. Blood ingress could be seen in the atrial channel connector pin cavity. The physician attempted to remove the blood ingress but the blood could not be removed. A new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Device analysis in the returned product analysis lab confirmed that there was a hole in the atrial grommet noted. The device passed the automated functional test; however it failed the manual sigma pace sensitivity test on the atrial channel. Hybrid analysis at product analysis lab tempe confirmed the reported atrial sense failure but inadvertently cleared the fault via an unexpected power on reset. An attempt to use heat to reinstate the failure failed. Other than the atrial sense failure, the device was fully functional. No hybrid anomalies were observed. The cause of the field-reported atrial sense issue was not determined. If information is provided in the future, a supplemental report will be issued.